Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified high readings obtained on the adc device and self-treated with insulin. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced hypoglycemia with symptoms described as a seizure and a loss of consciousness and was unable to self-treat, requiring healthcare professional (hcp) administration of oral and intravenous glucose for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified high readings obtained on the adc device and self-treated with insulin. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced hypoglycemia with symptoms described as a seizure and a loss of consciousness and was unable to self-treat, requiring healthcare professional (hcp) administration of oral and intravenous glucose for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified high readings obtained on the adc device and self-treated with insulin. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced hypoglycemia with symptoms described as a seizure and a loss of consciousness and was unable to self-treat, requiring healthcare professional (hcp) administration of oral and intravenous glucose for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. Sensor kit expiration date was determined to be 30-nov-24. Medical event associated with this complaint case occurred on 27-dec-24, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.